Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) battery depleted faster than anticipated. It was noted there were high thresholds on the device. The device was replaced. No patient complications have been reported as a result of this event.